Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak at the connection between the liberty cycler set and their catheter after ending their pd treatment. The patient realized during dwell 1 of 4 of treatment that 2.5% solution bags were connected for treatment and the patient wanted to use ones that were 1.5%. The fluid leak was found as the patient was cancelling treatment. It was reported that fluid did not come into contact with the cycler. The patient was advised by fresenius technical support to re-setup the cycler with new supplies. Additional information was requested, however a response was not received. It was not reported that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the reported issue. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.